Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds as well as loss of capture, which led to the patient experiencing a syncopal episode with fainting and loss of consciousness. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.